Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker was unable to communicate with the communicator and showed yellow collecting wave (ycw) due to radiofrequency (rf) interference. Technical services (ts) provided patient with troubleshooting steps, but unable to resolve. Ts determined the home environment was unlikely the cause and the patient should work with their clinic to verify rf settings. This pacemaker was explanted. No additional adverse patient effects were reported.